Manufacturer narrative:
04-jul-2017 product investigation results: reporter returned two toothbrush heads on 17-may-2017. Investigation results showed that consumer complaint is traceable as both refills were delivered in two parts. Reason for this is the wear of plastics material, especially at the latching hook of the brush plate, resulting from the usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Nip inside of lip [lip injury]. Head seemed to nip the inside of lip, side-side vibrating head detached inside mouth - oral-b brushhead [injury associated with device]. Brush heads were all defective, side-side vibrating head detached inside mouth [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she had been using oral-b dual clean brushheads for about five years and had been very pleased with them. The consumer found that the heads generally lasted about 3 months and remained effective, until this latest set of 3 replacement heads that the consumer purchased. The consumer reported that the problem was that all of the heads were defective and the side-side vibrating head detached inside his/her mouth after less than 3 weeks of use with an oral-b rechargeable toothbrush, version unknown. The consumer noted that he/she almost swallowed it the first time it happened. The consumer elaborated that the brush head seemed to nip the inside of his/her lip and then suddenly detached. The consumer thought that this might have been a one-off problem, but the same thing happened on both of the other heads in the pack; the consumer had the last two brush heads he/she used available for return. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned two toothbrush heads on 17-may-2017. Product investigation is in progress.

Event description:
Nip inside of lip [lip injury]. Head seemed to nip the inside of lip, side-side vibrating head detached inside mouth - oral-b brushhead [injury associated with device]. Brush heads were all defective, side-side vibrating head detached inside mouth [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she had been using oral-b dual clean brushheads for about five years and had been very pleased with them. The consumer found that the heads generally lasted about 3 months and remained effective, until this latest set of 3 replacement heads that the consumer purchased. The consumer reported that the problem was that all of the heads were defective and the side-side vibrating head detached inside his/her mouth after less than 3 weeks of use with an oral-b rechargeable toothbrush, version unknown. The consumer noted that he/she almost swallowed it the first time it happened. The consumer elaborated that the brush head seemed to nip the inside of his/her lip and then suddenly detached. The consumer thought that this might have been a one-off problem, but the same thing happened on both of the other heads in the pack; the consumer had the last two brush heads he/she used available for return. The case outcome was unknown. No further information was provided.